Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager failed to lock. Customer tried unlocking and locking the device using the pyxis key, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the remote manager would not lock. A field service engineer (fse) found the refrigerator door opened despite being locked and confirmed the remote manager (rm) front lock had failed. Recovery attempts were unsuccessful, so fse replaced the lock and verified proper operation using hardware test application (hta). The system functioned as intended after field service engineer repaired the device.